Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set and bed exit alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom service technician identified that the the piezo on the pcm board needed to be replaced. The external alarm is the source of the brake not set alarm and local bed exit alarm. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Additionally, per the hillrom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Unlock the brakes. The system sounds a periodic audible beep, and the brake not set indicator flashes. Make sure the brake not set control is correctly adjusted. Per the hillrom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. The technician replaced the tcr 120 volt pcm board to resolve this issue. Based on this information, no further action is required.